Event description:
Device malfunction: stent dislodgement requiring intervention. Time of device malfunction: during the procedure. Adverse event: none. It was reported that during a left renal artery procedure, there was an acute take-off. The physician attempted to advance the stent delivery system (sds) and was able to advance half way to the lesion when the device stuck. The physician began manipulating the device and the stent pulled off the catheter and ended up in the aorta. A total of three different snares were used and the stent was successfully removed from the anatomy. A second herculink elite was implanted successfully after further dilation. There were no reported pt effects. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.